Event description:
Patient was revised to address disassociation of the fixed-back insert from the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert revealed material wear suggesting the insert disassociated from the tibial tray. Review of the device history records did not reveal any anomalies. A complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the disassociation. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.